Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 368763001, gtin (B)(4), description balloon fgs 61-70 cm, expiration date 03/25/2008, manufacturer date unknown. Model number/catalog number 72400098, serial number (B)(4), batch/lot number 368198018, gtin (B)(4), model/catalog description control pump fgs, expiration date 03/19/2008. Manufacturer date unknown.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicate the revision was because the patient was began leaking again which began about 3 months before revision. The cuff area had atrophied and so transcorporal placement was needed.